Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is not responding. The customer reported all the buttons work, but when choosing to enter settings, the screen is unresponsive. The customer reported no patient involvement is associated with the event.